Event description:
During sex, I discovered a small piece of metal on my husband. I later discovered that it was my essure implant. It caused some hemorrhaging, but nothing severe. I went to my obgyn doctor and was told it was no big deal. I was directed to have a dye test done, which I did. I was told my tubes were closed. They didn't insert a new implant and in (B)(6) 2009, I discovered I was pregnant. I had a medical abortion due to this problem. I am in pain every month. I have to take birth control which causes extreme pain on my right side where the implant is located. I have never been diagnosed with a metal allergy, but I can't wear earrings in one ear and have had several problems with metal before. I had a cesarean and my tubes should have been done then, but the doctor insisted the essure was "better." After I was pregnant, my doctor of many yrs only said to me, "sorry, I'm pro life!" Just for an added note. I have changed my doctor and it seems that no one has info or is willing to remove this implant.